Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient fell and the right ventricle lead was dislodged in (B)(6)2020. The patient was not pacer dependent. X-ray revealed that the lead located at mid septum during implant was dislodged to apical. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition prior to procedure.

Event description:
New information noted that the patient was stable during and after the explant procedure on (B)(6) 2020.